Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced erosion of the mesh material, bleeding, dyspareunia, and pain. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. It was reported that the patient had the concurrent procedures of an abdominal route- presacral vaginal suspension, lysis of pelvic adhesions performed during mesh implantation. The patient experienced erosion of the mesh material, bleeding, dyspareunia, and pain. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, bleeding, urinary problems and vaginal scarring.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.